Event description:
Pump had left ed with pump set @ 8ml/hr. Checked by 2 rn's. Amount infused was 37ml more than should have been infused. IV med was heparin. Pmd was notified and 2-hour neuro checks were intiated. Pt returned from CT with IV pump beeping. Upon checking pump, rn found IV rate set @ 999 ml/hr. Pump was used next to CT unit.